Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a motor error. The blood glucose reading was 232 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.